Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose readings of 27 mg/dl. It was noted that the customer had an ear infection prior to the hospitalization and may have been the reason the customer did not feel the low. Customer does not believe the insulin pump malfunctioned and declined troubleshooting. Customer's blood glucose reading at the time of the call was 333 mg/dl. No further information reported.